Manufacturer narrative:
Additional product code hrs hwc: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a removal and revision of hardware due to fall. No fragments generated. No surgical delay. The procedure successfully completed. Patient outcome is unknown. This complaint involves eleven (11) devices. This report is for (1) 5.0mm cannulated va locking screw/75mm. This report is 2 of 10 for (B)(4). Related product complaint: (B)(4).